Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced discordant glucose readings between a dexcom g7 sensor and fingerstick values, leading to treatment of a perceived low glucose with juice followed by subsequent high glucose, while using the ilet. Symptoms included low glucose sensations followed by hyperglycemia. Outcomes included transient hyperglycemia with down-trending glucose after insulin delivery by the ilet. Investigation included customer interview, troubleshooting, and use assessment. Investigation of this case revealed sensor inconsistency, user overtreatment of suspected hypoglycemia, and appropriate ilet responsiveness with insulin delivery during the hyperglycemic period. It was concluded that the event was related to cgm-reading inconsistency and user overcorrection rather than ilet malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.